Event description:
Medical affairs has been unable to get in contact with the pt and sent a letter to obtain more clinical info. The pt called alleging that the meter displayed the 'remove strip icon' and the pt was unable to test their blood glucose. Emergency services had to be contacted, since the pt was unable to wake up. The pt was treated with food and/or beverage and there is no info on what the reading was on the paramedic's meter. The test strips were in good condition and the technique used for applying blood on the test strip was correct. Customer service had the pt clean the meter and issue still persisted. Customer service was unable to resolve the issue and sent the pt a replacement meter.